Event description:
The patient performed two control solution tests using their control solution 1 and both results were out of range. The results for control 1 were 124 and 127. The pre-calibrated range for control solution 1 was 82-123. The patient did not receive treatment as part of the malfunction.

Manufacturer narrative:
A replacement blood glucose meter was sent. The device associated with this incident was not returned for investigation. If the device is returned, an investigation will be conducted and a supplemental report will be filed.